Event description:
It was reported that involving a 63 years old patient who had surgery for a right pulmonary nodule. At the end of the intervention, at the time of the thoracic drainage, the staff removed the pleurevac drainage system from its plastic pouch and noticed that the crepe paper that is enveloping the device was humid. Then humidity was found on the device. Clinical consequences: none but risk of breaking the sterility of the device. Another device was used.

Manufacturer narrative:
(B)(4). DHR review was performed and documented on the previous complaint report with no findings. Note: a nonconformance was issued for another condition that is not related to the failure mode reported. One sample was received for analysis. Sample was received on its original header bag package. Such bag was already opened by the customer. A label number (B)(4) which shows the part number a-6000-08lf and batch number 74k1801905 was observed on the header plastic bag. The unit kept the blue wrap intact. During visual inspection, it was observed stains on the blue wrap. When the unit is unwrapping, it was observed stains (signs of humidity) on the white box package. The water bottle was received wrapped on the unit but almost empty of water with no signs of use. During water bottle # (B)(4) inspection, it was observed that the bottle is almost empty. The small portion of water on the bottle was used to search the leak side of the bottle and it was found on the water bottle tip. No other issues were found. No sterility issues were found during visual inspection on the sample due the humidity reported by the customer on the blue wrap/device, was caused by the leak of the water bottle (B)(4) wrapped to the device as a additional component. After further inspection to the water bottle, it was observed a very small hole on it which caused that the water leaks and confirms the failure mode reported in the customer complaint. However, it was observed that the unit was assembled according current specifications wi-pev-045 rev. 37. The water bottle # (B)(4) lot # d17s018 was provided to teleflex by the vendor # (B)(4). The sample will be sent to the vendor for further analysis of the leak found on its water bottle and this report will be updated with the evaluation results. Based on the visual inspection of the sample received, the complaint is confirmed. Although the condition observed on the sample provided, there is no sufficient evidence to assure that this issue was originated during the manufacturing assembly due the water bottle # (B)(4) was provided to teleflex by an external vendor. Such sample will be sent to the vendor for further analysis and this report will be updated with the evaluation results. However, the personnel of the assembly line were notified on sep-13-2019 for awareness.

Manufacturer narrative:
(B)(4). The device history record of the product a-6000-08lf batch number 74k1801905 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. Nc report was open for this lot , but it is not related with the issue reported. The device history review shows that the product was assembled and inspected according to our specifications. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that involving a (B)(6) years old patient who had surgery for a right pulmonary nodule. At the end of the intervention, at the time of the thoracic drainage, the staff removed the pleur evac drainage system from its plastic pouch and noticed that the crepe paper that is enveloping the device was humid. Then humidity was found on the device. Clinical consequences: none but risk of breaking the sterility of the device. Another device was used.